Event description:
In 2008, the sales rep reported to abbott spine that during an initial tlif surgery in 2006, a traxis implant failed. Additional info received from the sales rep on 12/30/08: the sales rep reported that during an initial tlif procedure, the traxis implant fractured upon insertion. The surgeon had been hammering on the implant. The surgeon removed the fractured implant and inserted another implant without further difficulty. There was a surgical delay of approx 10 minutes.

Manufacturer narrative:
Device will not be returned to MFR. Device MFR date is unk. Eval is pending upon completed investigation of the product.